Event description:
A surgeon reported that the aspiration blocked during cortex/polish steps of a cataract surgery. A system message was displayed. No remedial action was taken by the surgeon in order to complete the procedure. There was no pt harm. No additional info is expected. This is one of three medical device reports associated with this event. This report is for the second patient.

Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. No additional info is expected. (B)(4).